Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -11.00 diopter, in the patients right eye (od) on (B)(6) 2018. The reporter indicated the lens had excessive vaulting and significant reduction of ica. The lens remains implanted and the patient is asymptomatic.